Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had observations of noise that was oversensed causing pacing inhibition. It was also reported that there were major changes in impedances. The lead was surgically capped, and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. The device was then exposed to simulated heart load conditions, where the pacing, shocking, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device was connected to leads, and no noise was observed on the e-grams and impedance measurements were within normal range. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the noise and impedance issues.

Event description:
This supplemental was sent with analysis results.